Event description:
We received a complaint from a customer that a blade broke during surgery. The surgeon was using the blade and applying some pressure on the blade while making a cut. The blade broke at the groove by the handle, it was not the initial cut. The surgeon was able to pick the blade out of the wound as it was visible. There was no serious injury or medical treatment as a result of this incident.